Manufacturer narrative:
This event occurred from (B)(6) 2022 to (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign material was observed in a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from march 19, 2021 - march 20, 2021. H10: the device was received for evaluation. Unaided visual inspection along with magnification with the fill port cap removed did not identify any abnormalities that could have contributed to the reported condition. The reported condition of foreign material was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.